Manufacturer narrative:
The insulin pump was received with blank display due to missing battery cap metal contact. The pump was received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test and occlusion test due to physical damage to case. The pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. Power graph analysis confirmed low battery alarms, power loss and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 /pcba 1, pump was monitored and functioned properly. The pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 23.8 mmol/l at the time of the incident. The customer treated with manual injections. The customer reported low battery issues about a month ago. The customer stated that the pump turned itself off while they were sleeping. The customer also reported a piece of plastic missing by the battery compartment. The product was returned for analysis.